Event description:
It was reported that an instance of oversensing was observed on the implantable cardiac monitor. As it was a single instance, no changes were made and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.